Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, physician could not remove torque wrench from the device. In attempt to remove torque wrench the rv lead was unscrewed from the device, however the lead would not retract out. The ipg setscrew in the connector port came to the surface. The ipg was removed and exchanged for a different device, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.